Event description:
It was observed that during the device evaluation, the cylinder hose exhibited damaged and non-intact toric joint (o-ring). There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection however, field service engineer (fse) had inspected the device onsite and found toric joint (o-ring) was damaged. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.